Manufacturer narrative:
The customer reported via phone call that when she is changing out her infusion sets she will fill the reservoir to 60u and on two occasions after changing out the infusion sets she will start to feel bad and noticed that her blood sugar has plummeted, she checked the reservoir and noticed it is down suddenly to 40u. The customer stated that it is happening about an hour after the infusion set change. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 28 mg/dl. The customer was treated with food. And glucose tablets. Customer has been experiencing low blood glucose for 1.5 hours. After the troubleshooting was done, customer was advised to monitor pump.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Installed a water filled test reservoir and primed the pump. Verified that the units left at the reservoir was 60.0 after priming pump. The pump was monitored and no unexpected deliveries were recorded in the bolus history or daily total history files and the units left on the pump display matched properly the units left at the test reservoir. No unexpected bolus delivery anomalies were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a cracked reservoir tube, and a scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during visual inspection.